Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure. During revision, the doctor exposed the pump and observed no fluid. He refilled the reservoir and implanted new pump and cylinders. The previous reservoir was left in and connected to new device. The source of the leak was not checked. No patient complications were reported in relation to this event.